Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving an unknown drug at an unknown conce ntration and dose via an implantable infusion pump. The indication for use was noted to be malignant pain. It was reported that the patient had an infection in their back that had been confirmed with cultures. The entire catheter was going to be replaced. The event date of the infection was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following information was previously reported via manufacturer¿s report # 3007566237-2018-00259 [information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6)2016, it was reported that a healing issue had led to the hcp revising the patient's back incision post-implant. No further complications were reported. The year was incorrect in the first sentence on the initial MDR. The first sentence should have read, "on (B)(6)2018, it was reported that a healing issue had led to the hcp revising the patient's back incision post-implant."]. Any additional information received regarding this event will be reported. Additional information was received on 08-feb-2018 and it was reported that the healthcare provider reported that the patient had an e. Coli infection. Per the reporter there was no revision done on (B)(6)2018 as the surgeon determined it wasn¿t necessary. The reporter had not received any updates since (B)(6)2018 about the devices from the physician. No further complications were reported.